Event description:
A malfunction alarm occurred with the customer's insulin pump, showing a malfunction 16 code. There was no reported impact on the customer's blood glucose level, as specific values were unknown or declined to answer. The customer was assisted by technical support in resetting the pump, but the malfunction persisted even after resetting. Consequently, technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The customer was directed to return the faulty pump using a prepaid label and understood the instructions.